Event description:
On (B)(6) 2012 the lay user/patient contacted lifescan (lfs) alleging that her onetouch delica does not fully penetrate the skin when she is attempting to obtain a blood sample. The complaint was classified based on the information obtained by the customer care advocate (cca). The patient stated that the alleged issue began on approximately (B)(6) 2012 in the morning. The patient reported managing her diabetes with 10 units of novolog (once a day) and one glipizide pill (twice a day). The patient denied making any changes to her normal diabetes management despite the alleged issue starting. The patient claimed that she developed symptoms of 'shaky and sweating' a couple of days after the alleged issue began. However, the patient denied receiving medical intervention as a result of the alleged issue. During troubleshooting the cca confirmed that the patient was not using the subject device for the first time, was using the correct lancets and that there was no known misuse to the subject device. The cca documented that the patient was using a 33 gauge lancet and using the correct testing process. The alleged issue was not resolved with troubleshooting and replacement product was sent to the patient. This complaint is being reported as an adverse event because the patient reported developing symptoms suggestive of a serious injury as a result of the alleged issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.